Event description:
The ge oec 9800 fluoroscopy system made a popping sound from the tube area.

Manufacturer narrative:
A ge oec service rep investigated the issue and found evidence of arcing at the tube. The high voltage candlesticks were cleaned and re-grease to prevent arcing. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.